Manufacturer narrative:
The expiration date for the reagent was provided as "jun-2025". Further investigation was not possible as sample material from the patient was not available. Based on the provided information, the investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
Additional information was received alleging the patient was a 10-year-old child. Clarification was requested but has not yet been received. The investigation is ongoing.

Manufacturer narrative:
The reagent lot number was 781598. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable ft3 results from the cobas e 801 analytical unit that did not fit the patient's clinical picture. The initial result was 10.2 pmol/l and the repeat result was 9.27 pmol/l. On (B)(6) 2024, the sample was repeated on an architect analyzer, and the result was = <1.3 pmol/l. The sample was repeated on a siemens analyzer and the result was 3.4 pmol/l.